Event description:
The following was obtained during follow up of an unrelated issue. The patient indicated that he had previously experienced peritonitis for 6 months resulting in the removal of his catheter. During a follow up call on (B)(6) 2012, the facility nurse provided the following information: the nurse confirmed that the patient had experienced a recurring peritonitis due to touch contamination resulting in removal of the patient's catheter. The patient was placed on hemodialysis for several weeks. A new peritoneal dialysis catheter was placed and the patient restarted peritoneal dialysis. The patient was retrained on aseptic technique. The patient recovered from peritonitis. It is unknown what interventions or labs were required.

Manufacturer narrative:
(B)(4). A sample evaluation and batch review are not required for use error as there is no allegation against the device. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.